Event description:
A nurse reported approximately six years following an intraocular lens (iol) implant, the lens was exchanged. The patient experienced glare and halos. In a follow up, the surgeon reported the initial cataract surgery had been performed by another surgeon. The lens was exchanged due to the glare and halos. The outcome of the event is reported to be resolving.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2014. (B)(4).